Event description:
It was reported that the programmer had a broken lid and that it was "shorting." The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a broken lid and that it was "shorting." The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the keyboard latch tab and keyboard hinge were broken. Analysis was not able to confirm the shorting. Programmer passed incoming functional testing. Moving the display up and down did not give any changes, the device was inspected for loose or missing hardware, everything was secure. The flextape was inspected and wear was noted, so this was replaced as a preventative. It was noted that no stylus was returned with the programmer, and errors were noted in the error log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.